Event description:
It was reported that the patient had inappropriate shocks. The device was beeping so the patient tried to interrogate the device with the latitude monitoring system. However, the device was unable to communicate with the latitude system. At an office follow-up, interrogation found multiple fault codes. One of the fault codes was for battery depletion. The programmer printout had missing data. The high energy shock impedances for the therapy episode indicated the shock impedance was out-of-range. The doctor elected to explant and replace both the pulse generator and the electrode. A new system was successfully implanted. There were no additional adverse patient effects.